Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6008583 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008583 were previously tested in complaint (B)(4) on 29/apr/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008583 was manufactured according to the wi version 28 manufactured in the line 1, on 07/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008583 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced bent cannula on (B)(6) 2025 leading to high blood glucose (490 mg/dl) and emergency room visit. The duration of stay was ten hours. Patient also tested moderately positive for ketones. During hospitalization, patient received intravenous fluids of saline and insulin. Customer changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.